Event description:
The customer's girlfriend reported that the customer's meter stopped working two days prior to the medical event and that the test strip expired on 05/31/2009. According to the customer's girlfriend, the customer reported feeling "sluggish" and then passed out. The paramedics were called and they treated the customer with intravenous fluids and transported the customer to the hospital. The hospital obtained a blood glucose reading of 420 mg/dl and treated the customer with insulin and continued the intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer reported using expired test strips. During the course of troubleshooting with adc customer service, it was discovered that the reported test strip lot number expired on 01/31/2009. Note: precision xtra meters are designed to display an e-6 message if the test strips are expired.